Event description:
It was reported that after a successful positioning of the a and v leads, there were problems connecting to the pacemaker. It was difficult to enter the grommet with the hex wrench, and even more difficult to pull back. During repositioning of the v lead, it was very hard to enter the hex wrench in the grommet again. Two other hex wrenches were used and eventually it was possible to unscrew the lead. After repositioning, it was impossible to tighten the setscrew to the lead. This device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B) (4) evaluation summary: during analysis no anomalies were found; grommet damage was noted and the setscrew was damaged, loose/detached.